Event description:
My philips dreamstation 2 CPAP is set to humidity off. Whenever I use my CPAP without water in the tank, an acrid burning smell is emitted from the tube I breathe through. Sometimes the smell occurs when the tank has water in it. This issue has been ongoing for several months. The date is approximate. The photo contains the serial number of the device.